Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue, delivery issue and blood glucose issues. The customer's blood glucose was 430mg/dl at the time of incident. Trouble shooting was performed and found lost sensor message, cannot connect to sensor and blood glucose last nigh was 49mg/dl. Customer treated the low with food. No delivery and insulin flow block alarm were past events where the blood glucose was 430 mg/dl and 337 mg/dl and treated it with insulin pen. Advised customer to save the infusion sets and sensors so they may be returned for analysis. Unable to perform trouble shooting due to being past event. The insulin pump will not be returned for analysis.